Event description:
On (B)(6) 2019, a perceval pvs23 implant attempt occurred. The procedure was performed in mini-thoracotomy (mics avr) thus resulting in a poor visual field. The device was deployed but it was positioned too high, with an oblique orientation with respect to the annulus. At the thorascope, the orifice of the left coronary artery appeared a little close to the sinus strut of the valve so that half of the sinus strut was caught at the left coronary ostium. Consequently, the device was explanted and replaced with anther perceval pvs23. The second implant attempt was performed normally (again in mics). The procedure was prolonged due to the reported event, although the exact added cross-clamp time and bypass time were not specified. The extracorporeal circulation itself operated without any problems, and there were no problems with blood removal and blood feeding. However, the patient's blood pressure did not rise at the time of weaning from bypass. The patient was transferred in ICU were received both iabp and ECMO support. It was planned to withdraw the patient from this support on (B)(6) 2019, although further information is not available at this time. The surgeon commented that no problems were identified in neither valve and that the prolongation of the procedure time was also caused by the narrowness of the visible site.

Manufacturer narrative:
Fields changed: b4, b5 (provided updated summary to include patient outcome), d10, g4, g7, h1, h2, h6. The device was returned to the manufacturer and it was received on 20 jun 2019. The returned valve prosthesis appears in general good conditions, with traces blood.

Event description:
On (B)(6) 2019 , a perceval pvs23 implant attempt occurred. The procedure was performed in mini-thoracotomy (mics avr) thus resulting in a poor visual field. The device was deployed but it was positioned too high, with an oblique orientation with respect to the annulus. At the thorascope, the orifice of the left coronary artery appeared a little close to the sinus strut of the valve so that half of the sinus strut was caught at the left coronary ostium. Consequently, the device was explanted and replaced with anther perceval pvs23. The second implant attempt was performed normally (again in mics). The procedure was prolonged due to the reported event, although the exact added cross-clamp time and bypass time were not specified. The extracorporeal circulation itself operated without any problems, and there were no problems with blood removal and blood feeding. However, the patient's blood pressure did not rise at the time of weaning from bypass. The patient was transferred in ICU were received both iabp and ECMO support. The patient had been weaned from the iabp and ECMO support one week after the surgery and has already discharged from the hospital. The surgeon commented that no problems were identified in neither valve and that the prolongation of the procedure time was also caused by the narrowness of the visible site.

Manufacturer narrative:
Fields changed: b4, g4, g7, h1, h2, h6. After decontamination, a visual inspection of the valve was performed and no pre-existing defects were identified in order to allow an exhaustive evaluation of the functional behavior, a simulation of collapsing, deployment and ballooning phases was performed using the returned valve and a demo accessory kit in order to attempt to replicate the reported event. The collapsing simulation highlighted a non-correct configuration of the metallic elements (overlapping); considering that overlapping issue was not claimed in the case history, it can be excluded that this pertains to a pre-existing defect of the device. Rather, it can be reasonably attributed to the manipulations that occurred during the explant procedure. Nevertheless, it should be noted that a specific warning exists in the perceval IFU to check the valve struts before the implant. Furthermore, a complete manufacturing and material records review for the nitinol stent component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. During the valve deployment and ballooning phase in the silicon aortic root (size 23), no particular problems were encountered. The valve positioning and sealing at the annulus level were guaranteed, and the valve remained fixed within the annulus without observing significant anomalies. Based on the performed analyses, it is possible to exclude the relationship between the reported issue and the quality of the device. It is possible that the patient¿s peculiar anatomy contributed to the malposition of the device.